Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. Customer stated after a few hours of normal using, insulin does not exit from reservoir. Customer's blood glucose ranged between 140mg/dl-240mg/dl. Customer stated she tried to manual fill tube with plunger, but it was hard. Advised customer to disconnect from body and remove reservoir, she stated the insulin did exit. The insulin pump rewind and primed correctly. Confirmed that customer had a backup plan per health care provider.